Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the e-200 generator was not detected on the display. Prior to call us, the site already changed the monopolar and bipolar port location: idem. The tse guided caller to check and reseat the ethernet connection between e-200 and video processor: the issue remained after reseating the lan cable. Tse reviewed logs: no error, no energy settings were visible in the real time event viewer. The same behavior returned after replacing the lan cable. Tse asked to hard power cycle the e200 and the system: the behavior returned. Even after replacing the lan cable with another one the issue remained. Tse asked if the other cautery ports were tested: idem. The reporter confirmed that the e-200 did not sense the instruments. The procedure was converted to a traditional laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgical procedure was converted to laparoscopy; the e-200 generator was not functional. There were no surgical complications. The surgical time was prolonged by approximately 30 minutes. The patient tolerated the conversion. The incisions were not increased, and no additional ports were added.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse updated the vision side cart (vsc) bloop file to resolve the issue. The system was tested and verified as ready for use. The probable root cause could be attributed to an outdated bloop file in the vsc.